Event description:
A caller reported a malfunction on their pump identified by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed about the replacement process, including returning the faulty pump and using an alternate insulin delivery method, mdi, in the meantime. A replacement pump with updated software was sent, and instructions for both storage mode and return procedures were provided, which the caller acknowledged.